Event description:
Treatment of highly calcified sfa using 7fr sheath and angioslide 6x100 device. The device was prepared per IFU and inserted into pt successfully. The balloon was inflated per IFU, deflated and particle capture process performed. Drew remaining pressure out of device and attempted to remove device through sheath but encountered resistance. Corrective procedures performed according to IFU but resistance still encountered. Physician pulled hard negative pressure in an attempt to further reduce balloon profile, but this also did not work. At this point, the proximal handle came loose. Device, sheath, guide wire assembly removed from pt together. No injury to the pt occurred nor was intervention necessary to complete the procedure.

Manufacturer narrative:
Upon completion of failure investigation and root cause analysis, it was determined that the failure noted was of a type that has been previously reported to the FDA as an MDR. Thus, this incident described herein, is being reported as well. This failure is an accordion defect identified at the center of the balloon. This type of failure is likely caused by user error, and excessive force being applied by the physician during removal into the introducer sheath. The crumpled (accordion like appearance) of the balloon potentially causes an increase in the crossing profile of the device, resulting in increased resistance and difficulty in withdrawing the device through the introducer sheath. Simulated use testing which includes mechanical performance was performed on devices from the same lot as that reported herein (B)(4). No abnormal results occurred during the simulated use testing.